Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements that could not be resolved. The procedure was aborted/abandoned. No adverse patient effects were reported. The lead was expected to be returned for analysis.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high pacing threshold measurements observed during the implant procedure.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, this lead exhibited high pacing threshold measurements that could not be resolved. The procedure was aborted/abandoned. No adverse patient effects were reported. The lead was expected to be returned for analysis.